Event description:
Uterus sounded to 9.2cm. Applicator advancement to 10cm after completion of the treatment of the left cornual region. Routine post mea hysteroscopy confirmed uterine perforation. Laparotomy was performed to evaluate the pelvis for potential injury. Uterine perforation was confirmed medial to the left cornu. There was one small area of blanching in the redundant portion of the sigmoid colon. No surgical intervention was sutured to the bowel. The uterine perforation was sutured to decrease the risk of further contamination or bleeding.